Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart iq contra angle locked and stopped working during the procedure of root canal treatment. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Received - 1x x-smart iq handpiece h105900000000 sn: (B)(4). X-smart iq handpiece; various electronic problem; start / stop button red led on, but still be operative. Oxide on pressure sensor caused red led.